Manufacturer narrative:
It was reported that the 3100a hfov exhibited an electrical burning smell while on a patient. Pt was transfered to another vent with no patient compromise. An on site service call was made on 9/24/2004. The diagnosis revealed that a component on a printed circuit board of the 768930 power module had burned out. A reconditioned power module was installed. Service tech also noticed that this unit was due for a 4,000 hour maintenance. Accordingly, a 3-piece drive was installed and a complete performance check was accomplished. Device performed to the manufacturer's specifications.

Event description:
It was reported that the hfov seemed to exhibited a burning smell while on a patient.